Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, or contribute to a serious injury, or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Lip clip cable (wire inside cable defective) replaced. Lip clip cable is a wear item. The device itself is without fault.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements; this led to over-instrumentation at one patient. Outcome of the event is unknown as of this MDR evaluation.